Event description:
It was reported that during the stent assisted coil embolization procedure of unruptured aneurysm, when attempting to advance the subject stent into the microcatheter, the subject stent encountered resistance and got stuck inside the shaft of the microcatheter. When the delivery wire was pulled, the subject stent got prematurely deployed in the microcatheter. The stent was replaced and the procedure was completed successfully with no clinical consequences to the patient.

Manufacturer narrative:
H3 device evaluated by mfg ¿updated. Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection the stent was received deployed within the lumen of the catheter. The stent delivery wire (sdw) and the introducer sheath were returned. The device was unable to be flushed. The stent was located approximately 1cm from the proximal end of the catheter. The catheter was cut in order to retrieve the stent. The stent was noted to be intact. All 3 marker bands were present on both ends of the stent. The sdw was noted to be kinked/bent at the distal tip. The introducer sheath was noted to be intact. Blood was present within the catheter. A 0.0158" patency mandrel was unable to be advanced fully through the microcatheter. Functional inspection was unable to perform as the stent was returned in a deployed state. The reported event is covered in the device direction for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The as reported event of stent difficult/unable to advance or pullback through catheter could not be replicated. However, the analysis results are consistent with the reported event. The reported event of the stent deployed prematurely during use was confirmed. The returned device did not meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information received indicated that the device was prepared for use as per the directions for use. There was no damage noted to the packaging prior to opening the packaging and the device was confirmed to be in good condition prior to use on the patient. Continuous flush was set up and maintained, and the patients anatomy was described as 'unknown'. It was reported that 'when attempting to advance the subject stent into the subject microcatheter, the stent got stuck right after entering the hub. When the delivery wire was pulled, the stent got prematurely deployed in the microcatheter'. The stent was received deployed within the lumen of the catheter. The device was unable to be flushed. The stent was located approximately 1cm from the proximal end of the catheter. The catheter was cut in order to retrieve the stent. The stent was noted to be intact. The stent delivery wire (sdw) was noted to be kinked/bent at the distal tip. The introducer sheath was noted to be intact. Blood was present within the catheter. Based on the event description and the analysis results, it is possible that the introducer sheath was initially correctly positioned but subsequently moved distally prior to stent transfer out of the introducer sheath. This distal movement can occur if the rhv vent cap is not sufficiently tightened down on the sheath. In such a case, during transfer of the stent from the sheath into the proximal end of the microcatheter lumen, the stent would partially deploy into the gap (created by proximal sheath movement). The user would then experience increased resistance during further attempts to advance the stent in the microcatheter lumen. This is the most likely explanation for the damage/observations noted during analysis and the information provided in the event description. An assignable cause of procedural factors has been assigned to the reported events of the stent difficult/unable to advance or pullback through catheter and stent deployed prematurely during use and to the analyzed damage of the stent deployed prematurely during use sdw kinked/bent as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use.

Event description:
It was reported that during the stent assisted coil embolization procedure of unruptured aneurysm, when attempting to advance the subject stent into the microcatheter, the subject stent encountered resistance and got stuck inside the shaft of the microcatheter. When the delivery wire was pulled, the subject stent got prematurely deployed in the microcatheter. The stent was replaced and the procedure was completed successfully with no clinical consequences to the patient.